Event description:
It was reported that the patient was requesting an appointment with a manufacturer's representative stating he was having trouble with his stimulator. The patient asked for help with reprogramming. The patient was experiencing a loss of therapeutic effect. A few weeks ago the patient started having issues. The patient would have the setting correct and then on its own it goes away "goes to zero again." See also manufacturer's report # 3004209178-2014-04694. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3889-28, lot# v881399, implanted: (B)(6) 2012, product type: lead. Product ID: 3889-28, lot# va00a5s, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).